Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The non-totally occluded, 32mmx3.0mm, eccentric, de novo target lesion with a bend of 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 3.00x32mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.